Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to produring repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported the patient was on impella 5.5 support. A large clot burden was wrapped down the catheter length into descending aorta. Once explanted, both the left femoral artery (impella) and left femoral vein ( venous ECMO cannula) were repaired. Once vascular re-repair completed, it was noted the axillary site had a large new hematoma and over 200mls fresh blood in the jackson-pratt drain. The patient was taken to the operating room for evacuation of axillary hematoma, no acute bleeding sources found. The patient received 50mg protamine, 2units fresh frozen plasma and 1units platelet count. Additionally, the patient suffered stroke and the pump was removed the next day. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the stroke and the access site bleed has been completed. Data logs are not relevant to the complication. Returned product was investigated and no visual abnormalities were noted. Clinical details state the hematoma formed shortly after insertion, but no acute source was found. The complication was said to be stable within 48 hours. Due to lacking clinical details and no abnormalities being found with returned product, the root cause of the access site bleed could not be determined. The root cause of the stroke/cva could not be determined. Corrections to the initial MFR report: g1-MDR reporting contact email.